Event description:
It was reported that vessel closure of a 6f sheath hole was attempted following a diagnostic procedure. Reportedly one proglide suture was reportedly undone, and the thread of a 2nd proglide was loose at the time of shooting. A third proglide was used successfully to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional device with a reported issue referenced is filed under a separate medwatch report number.

Event description:
Additional information: returned device analysis noted that the guide was separated (not in two separate pieces) from the guide tube on both proglide devices. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿suture was undone¿ was confirmed. The observed broken guide, bent guide tube, and bent sheath were not reported and are likely the result of post procedure handling during packing for returned to abbott. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.